Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Patient with diabetes reported that they had a site where the tubing disconnected from the connector piece while using cadd cleo infusion set. There was patient involvement with no harm.